Event description:
It was reported that a pt underwent a hernia repair procedure, with mesh implanted in 2009. At the ten day post-operative visit, the pt complained of itchiness, hives, dizziness, and chest pains. The pt was put on IV steroids and the symptoms subsided. Two weeks later, the pt was complaining of dizziness while in the shower. Pt demanded that the mesh be removed. The pt claims to have had prior hernia surgery and had a reaction to a different mesh product. He had failed to notify surgeon of this reaction. The surgeon removed the mesh and repaired the hernia with suture. The surgeon opines that the mesh did not fail, and does not believe this pt is allergic to the mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.